Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in procode and PMA/510(k). (Expiry date: 01/2022).

Event description:
It was reported that sometime post port placement the device catheter allegedly was occluded despite using thrombolysis agent. It was further reported that the port system was removed. Reportedly, post removal during examination the catheter was allegedly found to be kinked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the seventh complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. The investigation is inconclusive for the reported obstruction of flow and catheter kink. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in d2 and g5. H10: b5, d4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that on the same day of post port placement, the device catheter allegedly was occluded despite using thrombolysis agent. It was further reported that the port system was removed. Reportedly, post removal during examination the catheter was allegedly found to be kinked. The procedure was completed using another device. There was no reported patient injury.